Event description:
A vaxcel chest port that had been therapeutically placed in a female pt (age unk) in 06, was found to have leak on 5/12/06. The dr reported that the device was successfully removed from the pt and a replacement device was implanted in 06. Upon removal, the device was found to have a fracture. The physician reported that the problem was as a result of the implant access site being the left subclavian vein, as this lead to catheter being severed due to pinch-off syndrome at the left first rib. The dr also stated that his examination of the removed device confirmed pinch-off syndrome was the cause of the event. The physician reported that there was no adverse affect on the pt as a result of the reported event.